Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient was having problems with the patient programmer. Patient said at first they saw the patient programmer (pp) low battery screen so patient replaced the pp batteries. Patient said after replacing the pp batteries patient is seeing the screen with the arrows indicating pp was attempting to communicate. Pp issue was resolved. Patient was able to communicate and said they saw the ¿number of the sensation¿ was at 0.9. Patient said but when patient presses the plus or minus button the screen would go back to the screen where pp was attempting to communicate. Patient services reviewed importance of pp antenna placement. Patient said they knew they had the pp antenna over the device because the ins was poking out. Patient increased and said the screen went back to pp communicating. Patient then said they went back to the settings screen and patient saw that stimulation changed to 1.0. Patient said they could feel ¿pulse¿ (stimulation) in their leg and stim was uncomfortable. Patient added lately they feel like the ins may have moved or shifted. Patient services inquired patient to attempt to decrease without the pp antenna and patient was able to go back down to .9 where stimulation was comfortable. Patient was able to connect and didn't see pp communicating screen again. Pp was functioning as intended. Patient said they were legally blind and unable to drive or walk very far. Patient said those symptoms were unrelated to the device and cause by their ms. There were no further complications reported.